Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4).

Event description:
As reported by the patient's attorney, an upsylon y-mesh was implanted on (B)(6) 2014. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.